Manufacturer narrative:
Related MFR number 2916596-2022-15316 covers the onset of silicone wearing down. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the driveline silicone covering had been wearing down and was being reinforced with electrical tape. At the patient's last appointment, there was no further ability to reinforce the silicone as it was mostly gone exposing the covers to the driveline wires. A wire repair was to be scheduled for (B)(6) 2023. The pump was reportedly working as expected with no alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned external portion of the driveline (dl) confirmed superficial jacket damage; however, a specific cause for this damage could not be conclusively determined. A distal end dl repair was successfully performed on (B)(6) 2023 under work order 191471. The distal end of the dl was returned, measuring approximately 20¿ from the controller connector. Electrical continuity testing of the replaced dl, in the condition that it was received, found all wires to be electrically intact. Multiple layers of tape were observed over the silicone jacket. Upon removal of the tape, damage to the jacket was observed along the length of the dl. Upon further disassembly, microscopic inspection of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The dl was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any areas of current leakage. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) and the driveline was reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. Several sections of the IFU and patient handbook provide information regarding how to clean and care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.